Event description:
The impacting ring and impaction handle was assembled and tested using a 54 mm shell implant. The shell was placed on the impacting ring and it bound to the impacting ring. Another impacting ring was used but the same shell bound to the new impacting ring. A new 54mm shell was opened and it fit on the impacting ring. The problems with the impacting ring and shell did not cause a significant delay in the procedure. The surgery was completed successfully. There was no direct medical intervention as all testing took place prior to inserting the shell into the pt.

Manufacturer narrative:
Mfg records and quality documents were reviewed. The mfg and quality document review confirmed that all acetabular shells released to the field of lot number 092015 (B)(4) conform to the specification valid at the time of manufacture. Device has been returned and an investigation into the root cause and possible corrective action is in progress but not complete at this time.